Manufacturer narrative:
Additional information received: the physician assessed the type ii endoleak to be device/procedure related. The physician believes the patient's death is not related to the device/procedure or to the type ii endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of an 81mm thoracic aortic aneurysm on the (B)(6) 2020. Valiant navion stent graft (B)(6) was implanted distal to lsca, followed closely by (B)(6), stent graph (B)(6) was implanted just proximal to celiac takeoff. It was reported approximately 7 months post the index procedure, follow up CT imaging revealed a persistent type ii endoleak along the proximal descending thoracic aorta, specifically along the undersurface of the aortic arch and anterior to the proximal descending thoracic aorta. There was a slight increase in the size of the active contrast flow within the excluded aneurysm sac (26 x 16 mm, compared to 11 x 8 mm previously) in the arterial phase, but the overall size of the thoracic aortic aneurysm diameters remained stable. The two proximal valiant navion devices were most implicated by the type ii endoleak which appeared to be supplied by an intercostal artery. It was also noted that (B)(6) had slightly migrated. Approximately 12 months post the index procedure, it was reported that the patient had expired. Per the physician the cause of the type ii endoleak and subsequent death is undetermined. No additional clinical sequalae was provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc4646c218tu, serial/lot #:(B)(6), ubd: 12-jan-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.